Manufacturer narrative:
The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings; treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions. Juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data; postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected in the upper mid face and tear troughs with diluted juvéderm voluma® xc and saline in a 50:50 solution. Three months later the patient had a pico facial, and three weeks later they developed nodules. The patient was treated with hylenex and hylenex+kenalog and the symptom have fully resolved.

Event description:
Healthcare professional reported patient was injected in the upper mid face and tear troughs with diluted juvéderm voluma® xc and saline in a 50:50 solution. Three months later the patient had a pico facial, and three weeks later they developed nodules. The patient was treated with hylenex and hylenex+kenalog and the symptom have fully resolved.